Event description:
It was reported that during use, outside the patient, the device broke in half. The procedure finished with a smith and nephew backup device. No surgical delay. Patient injuries were not reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. Our investigation included a visual inspection of the device which confirms that one peg is broken off. The other piece were not returned with the product. The manufactured date for this device is 2019. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.